Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Pc workstation: no smoky smell was noticed to be coming out of the system before disassembling. The cpu cover was removed. Dust was observed on the boards inside the system and a smoky smell was coming from inside the system. The circuitry in proximity of the ffr pim internal cable (j5) connector on the vh board had burn marks. Melted pins and burn marks were noticed on the vh board and internal pimmette cable. The vh pca connector j5 had shorted pin 3 (ground) and pin 11 (ground) going to the external vh cable. Components u6 and u7 were burnt and are directly connected to the j5 connector. The vh board j5 connector is used to attach the ffr pimmette and consists of a 5.6v power supply and data signals. The source of the damage did not originate from the vh pca as the damage is apparent on j5 which points to an issue outside of the core cpu. This would be either the trench cabling or ffr pimmette. Ffr pimmette: the cable had two (2) pierce marks on the outer cable jacket. The cable was cut open and there was no compromise to the internal cable conductors that would indicate an internal cable short. The ffr pimmette was opened and c82, u34 and u35 connectors were burnt on the pca. U34 and u35 are used for data lines and do not have power going to the pimmette cable. C82 is 5v (volts) and if shorted would not cause the data lines to also short out. As the pimmette is patient isolated internally, and only the non-isolated portion of the circuit was affected by the damage, there is no potential for harm if the event were to recur. We were unable to determine the cause of the issue as there are unknown variables in the environment where the device was used. According to the user's responses, there were no reports of power failures at the facility around the same time this issue was reported. No other systems experienced power problems at the facility. The user was not able to determine how the damages on the devices occurred. The most likely probable cause is that an outside voltage was introduced into the pimmette cable ground shielding through the points where damage of the jacket was observed..this outside voltage would have been strong enough to have caused both devices to short out and cause the observed damages given that the ground shield is connected to both devices directly. It was not possible to conclusively determine the origin of the voltage that caused the damages on the devices. The method and results coding relate to the investigation completed on the returned devices. This coding is in addition to the coding provided on the initial report for the field investigation completed at the facility.

Manufacturer narrative:
(B)(4). There is no patient involvement. Lot number and expiration date are not applicable to this device. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. Healthcare professional/reporter is an imaging engineer. System was repaired in the field at the customer's site. System was not returned to the manufacturer.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported there was a power supply failure; no power to the system. There was no injury or harm to the user(s). As the device was not in clinical use at the time there is no patient involvement. A field service engineer (fse) from the manufacturer was sent to the customer. Upon arrival the fse found the power cable removed from the rear of the cpu. This was done by the customer. The customer report they smelled a strong odor of smoke or something burning, but did not see smoke. At this point the customer powered down the system and removed power from the cpu. The customer assumed the smell was coming from a power supply failure. The fse reattached the power cable to the cpu in attempt to recreate the power failure. The system power began the boot process as normal, then the system received a health checker warning with errors 10040, 10030, 20060, 20040 and the fse perceived the issue was not a power supply failure. After removing the cpu covers to look for the source of the smoke smell, the fse observed a burnt area of the vh board and one melted pin from the board to the internal pimmette cable. The fse reported the observations to the manufacturer's technical support department and the decision was made to replace the cpu and all ffr components. The system was repairable in the field. On a separate visit to the site, an fse replaced the core cpu and ffr chain. The fse completed a test and inspection service checklist to ensure the system operated as intended. The system is operating as intended and there are no outstanding action items. The fse performed an electrical safety check. No outstanding issues remain. A review of complaint cases submitted for this asset was performed and no other similar complaints were reported on this asset for this failure. This complaint will be monitored as part of complaint data analysis. This event is being reported due to the observed burn marks on the vh board and melted pin on the internal pimmette cable as there is a potential for harm if the vent were to recur.